Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that oversensing was noted on the right ventricular (rv) lead. No intervention was reported. The patient condition was unknown.